Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a pt's precision system was explanted due to a neurological deficit in the pt's right leg. The pt's lead was hitting a nerve, which soon developed into an epidural hematoma. The pt's symptoms were numbness and loss of function in her right leg. Upon explant, the pt was able to regain 50% mobility her leg. The pt is reportedly doing well following the procedure.